Event description:
After a dissection had occurred during post-dilatation of a previous implanted stent and a first attempt failed to fix the dissection with an orsiro stent, a second orsiro was selected for treatment of the dissection. The device could not pass the catheter and during withdrawal the stent dislodged. Hospitalization was prolonged for one day.

Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the balloon is still well folded but contrast medium was found inside of the balloon. This indicates the application of vacuum before reaching the target lesion. Stent imprints are visible on the balloon surface, indicating that the stent was initially crimped centered on the balloon. The stent was not returned. The review of the angiographic material confirmed the presence of a severe kink in the guiding catheter in the early stage of the intervention. The complaint event itself (i.e. The stent dislodgement) is not visible in the angiographic films. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. It seems likely that the complaint event is related to the damaged guiding catheter.